Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
Per social media search it was reported that a patient who started subcutaneous remodulin last week with the new pump was experiencing pretty difficult site pain. It was stated the that patient started zyrtec to help with the immune response which was causing swelling at the site.

Manufacturer narrative:
Manufacturing site address is unknown. Catalog number is unknown. Lot number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.